Event description:
A hole was discovered on the edge of the cardiovascular split drape. Drape should come glued together, but it wasn't. The separation of the drape was near the left clavicle area where the drape is adhered together by the manufacturer.the patient was given extra antibiotics and was redraped for the rest of the procedure.the drape comes in a custom kit from phs custom packaging